Event description:
Per report, the retroflex 3 delivery system catheter ruptured the abdominal aorta during insertion due to tortuosity and aggressive pushing. The "s" shaped aorta caused the device to puncture through the lateral wall of the abdominal aortal while trying to cross the annulus. A 10mm hemashield was sewn into the left common iliac for 22mm sheath delivery. The sheath was inserted in the conduit with no particular issues and bav was performed with a 22mm non-edwards balloon with good success. A 23mm sapien valve was inserted and advanced, but met resistance due to an "s" shaped abdominal/ thoracic aorta, so aggressive force was used to advance the device right up to the aortic annulus. The patient's pressure started to drop, he was placed on cpb and the rf3/sapien device was withdrawn through the conduit. Angio was performed and the rupture was determined to be in the abdominal aorta, which was repaired with a cook 32 x 8cm thoracic tube endograft. Unfortunately the patient was unable to recover and expired.

Manufacturer narrative:
The sheath was not returned for evaluation as it there was no allegation of device malfunction. Cine images of the procedure were submitted for review, no echo was provided. The images were reviewed by an edwards medical director and the following observations and impressions were made: observations: severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, severe mitral annulus calcification (mac). Impressions: perforation of the abdominal aorta in the region just proximal to the bifurcation was probably related to the severe "s" shaped tortuosity and atherosclerosis. Although the specific point of rupture cannot be determined on the submitted images, it is likely to be caused by the advancement of the introducer rather than the rf3 delivery system. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques. In this case the reported abdominal aortic rupture appears to be related to a combination of patient factors (severely tortuous aorta) and procedural factors (reported "aggressive pushing" of the delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.